Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: when the physician attempted to deliver the smart control stent to the superficial femoral artery (sfa) target lesion (tl) the device became caught necessitating the physician to remove the device from the patient. Upon inspection of the device the distal end of the outer sheath was noted to be frayed. The device was not used further in the patient and a luminex 8 x 30 stent was used to complete the procedure successfully. The approach was contralateral. The lesion was reported to be heavily calcified and moderately tortuous with a 100% occlusion. The lesion was pre-dilated with a bandicoot balloon catheter. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported patient injury. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15019642 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure, the physician attempted to deliver the smart control 8 x 30 stent to the superficial femoral artery (sfa) target lesion (tl) but the device became caught at the target lesion. The physician removed the device from the patient to pre-dilate the tl again and upon inspection of the device the distal end of the outer sheath was noted to be frayed. The device was not used further in the patient and a luminex 8 x 30 stent was used to complete the procedure successfully. There was no reported patient injury. The approach for the procedure was contralateral. The sfa tl was reported to be: heavily calcified, moderately tortuous, and a 100% occlusion. The tl was pre-dilated with a bandicoot 3 x 20 balloon catheter. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available.